Event description:
(Date of occurance 2007) during insertion, the catheter was flushed and the pt developed bradycardia.

Manufacturer narrative:
A complaint history review of lot #reqd0221 showed no other product complaints of similar nature. The complaint is inconclusive since the product was not returned for evaluation.